Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/08/2014: the device was returned to animas and evaluated by product analysis on 06/27/2014 with the following results: the keypad is lifted up near the ok key. The ok, down, up and contrast keys are intermittently responsive to user presses. Removed the keypad cover; contamination was found under the up, down, ok and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.